Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2007 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative interrupted communication during device interrogation. The physician corrected the settings; however, the magnet on time was not corrected. The setting was corrected on (B)(6) 2007. No patient adverse events were reported.